Event description:
When did it occur? : after use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used? : yes. If they were used, was something attached to them? : if yes, nothing in particular returned quantity: 1 ea. Details of the event (timeline, history, etc.): the needle remained on the pen side.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.